Event description:
Per the clinic, the patient could not get used to the sound and unable to tolerate the device resulting in non-use. It was also reported that the patient experienced pain/non-auditory sensations with the device use as well as an infection (site of infection not confirmed). Subsequently, the device was explanted (specific date not reported). There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous MDR submitted on august 29, 2025 was filed inadvertently. The summary and background information of the device analysis report is corrected. Device analysis report attached.